Manufacturer narrative:
Physio-control advised the customer that it could be a problem with the power conversion pcb. The customer later confirmed that replacing the power conversion pcb board resolved the reported failure. The removed board will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.

Event description:
It was reported that the device will not always charge up to the selected value, especially at higher levels. There were no reports of pt use associated with this event.